Manufacturer narrative:
Batch review performed on 17 may 2021: lot 1902284: (B)(4) items manufactured and released on 05-july-2019. Expiration date: 2024-06-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
1 year 5 months after the primary, the patient came in reporting groin pain, which was caused by over anteverted cup position. The cause of the anteverted cup is unknown. The surgeon revised the head, cup and liner. The surgery was completed successfully.